Manufacturer narrative:
Corrected device evaluation summary; no additional information provided. The complaint device was received and visually inspected. The metal shaft is broken from the driver tip, confirming this failure. A broken driver shaft such as this could have occurred due to aggressive turning of the handle. Additional visual inspection of the driver handle revealed at least 10 gouges in the hard plastic handle, indicating that the handle was repeatedly struck with a blunt object while attached at the driver tip to a screw. Scratches and marks indicate heavy use of the instrument. It is possible the metal shaft was exposed several heavy cyclical bending forces due to the driver being struck with a blunt object, beyond its design intent eventually leading to this failure. The lot number of the device was not provided which precludes a DHR review and a lot specific complaint history search. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
The complaint device was received and visually inspected. The metal shaft is broken from the driver tip, confirming this failure. A broken driver shaft such as this could have occurred due to aggressive turning of the handle. Additional visual inspection of the driver handle revealed at least 10 gouges in the hard plastic handle, indicating that the handle was repeatedly struck with a blunt object while attached at the driver tip to a screw. Scratches and marks indicate heavy use of the instrument. It is possible the metal shaft was exposed to several heavy cyclical bending forces due to the driver being struck with a blunt object, beyond its design intent eventually leading to this failure. A review into the depuy synthes mitek complaints system revealed zero complaints for this reusable driver. Based on the overall complaint rate, at this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported via phone that the tip of the profile hexdrv cann 3.5mm broke inside the screw during a total knee procedure that was removing old acl screws to perform total joint reconstruction. No debris fell in patient. The case was completed with another like device. The rep was not present but reported no adverse patient consequence or delay. The device will be returned for evaluation.